Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed coming out of the cartridge pigtail and infusion set tubing. Customer's blood glucose level ranged between 200-240 mg/dl. Tandem technical support assisted customer with changing the cartridge. Insulin therapy was resumed.